Event description:
During preparation of the pump system for cardiopulmonary bypass, the user reported that the roller pump control module display was blank. The device could be operated, and its status known, by use of the controls in the pump system central control monitor. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but no conclusions have been made.